Event description:
Pt's father reported that his son had a seizure tonight. When emts got to his home his son's blood glucose was 113 mg/dl. Earlier that afternoon his wife took the son's bg and it measured 330 mg/dl. She took a second reading a couple hours later because his behavior was not consistent with the previous bg result and at that time it read 113 mg/dl, but a couple of minutes later she got a result of 40 mg/dl. The caller reported that the pt's mother "loaded him up with food" while waiting for the emts.

Manufacturer narrative:
The returned device was evaluated and found to be functioning within specifications. The blood glucose measurement issue reported by the customer could not be duplicated or confirmed. No other product condition that could have contributed to the pt's hypoglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "you should perform control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel" and warns "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately."